Event description:
It was reported that during an unspecified surgical procedure, it was observed that the k-wire attachment device did not rotate. The reporter also stated that the device would not grip the 1.25 mm wire. There were no delays to the surgical procedure. There was no spare device available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is currently unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the jaws that hold the wire were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.